Event description:
It was reported that during a lap prostatectomy when the surgeon was closing the handle on the prostate tissue he heard a cracking noise; he was not getting grasping of tissue at the distal end of the jaw and was not closed on the tissue. The handle felt loose and broken. There were no pieces that came off of the device. He removed the device and used a second device and encountered the same result when he began to close the device. He used a third device and it worked correctly to complete the procedure. The patient is stable. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Instrument a: yoke teeth, firing trigger teeth instrument b: batch # f5v43w, exp date: 04/19/2014; MFR date: 05/19/2009; yoke teeth the analysis results found that an long45a device a was received in good visual condition and without reload loaded in the device. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and the firing trigger teeth were found broken. Although no conclusion could be reached as to how the firing trigger teeth and the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that an long45a device b was received in good visual condition and without reload loaded in the device. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.